Manufacturer narrative:
(B)(4). Patient information not provided. UDI not provided. Re-processing information not provided. Occupation of initial reporter not provided.

Event description:
According to the reporter, during a tep totally extra peritoneal, the balloon couldn't be inflated during operation. There was no patient injury or medical intervention. The patient is stable. The UDI number is not available. Anew device was used to complete the procedure.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one spacemaker preperitoneal dist balloon opened by the account. The obturator and insufflation bulb were received. A cut was observed to penetrate the balloon. The dissector balloon was inflated; leak was observed from the cut. No additional abnormalities were noted during visual and functional evaluation. Visual and functional testing of the returned product confirmed the product, as received, did not meet specifications. Replication of the reported condition may occur as a result of either an inflated or deflated balloon making contact with a sharp object during use. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.